Event description:
It was reported that this left ventricular (lv) lead showed high, out of range pacing impedances at different vectors during generator change. The physician believes the lead may have been damaged during removal from the old device. The lv lead was not replaced but was reprogrammed to a new vector were pacing impedances were within expected limits. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed high, out of range pacing impedances at different vectors during generator change. The physician believes the lead may have been damaged during removal from the old device. The lv lead was not replaced but was reprogrammed to a new vector were pacing impedances were within expected limits. No adverse patient effects were reported.